Event description:
The account alleged the bed would not go into reverse trendelenburg and trendelenburg. The account indicated that the head and knee will lower and it will either rise all the way up or down according to which function is pressed, but it will never fully engage.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.